Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are 12 units in stock. The open sample received has been probably submitted to high temperatures and the thread has melt. After checking the aluminum foil of this sample it's noticed that there is a mark/sealing in the upper part of the pouch that could be the cause of the damage of the thread. No other complaints have been received about this issue in this code batch, this is considered an isolated unit and the rest of the batch is correct. Final conclusion: complaint is justified. The results of sample received does not fulfill the OEM requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: australia. Customer has advised the suture has melted together, was unable to be used.